Manufacturer narrative:
Additional information was received on may 24, 2021. The explant date was clarified to be (B)(6) 2021. Bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed with explant. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on july 12, 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with 425cc mentor memorygel breast implant experienced bilateral rupture post procedure. It was stated that the implants broke after a car accident. The diagnosis of rupture was made through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2021. See 1645337-2021-03494 for contralateral prosthesis report.